Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A por (power on reset) was noted. There was one por for illegal opcode, addr=0000, data=0 on (B)(4)-2011 and one patient alert for the por on (B)(4)-2011.

Event description:
It was reported that the device had a power on reset. It was noted that the patient is receiving radiation therapy. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.